Event description:
It was reported to boston scientific corporation on october 11, 2014 that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the over sheath grip was detached from the over sheath. The device was actuated several times and was able to deploy per design. The prongs were able to open at approximately 10mm, which is within specifications. There was a kink noticed in the control wire. These failures likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.